Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7, h6.

Event description:
Edwards received information a patient with a 33mm mitral valve implanted five (5) years, nine (9) months, underwent valve-in-valve procedure due to symptomatic mitral stenosis due to prosthetic failure. The patient was initially admitted to the cvicu after surgery. Patient failed multiple attempts at extubation due to hypoxia and bronchospasms post operatively. Patient was discharged home in stable condition on post-operative day eight (8).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 33mm mitral valve implanted five (5) years, nine (9) months, underwent valve-in-valve procedure due to mitral stenosis. A 23mm transcatheter valve was implanted inside the 33mm valve. The procedure went well and the patient doing fine.